Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during l2-4 laminectomy, while final skin closure approximately 3 inches of strand left, the strand broke after being pulled through normal skin tissue, as it normally was pulled through with regular use. The doctor went back to his previous bite and kept suturing like normal, finish with two back bites towards the original apex, a perpindicular bite and a flush cut. They completed the closure with what was left. It happened right at the end. There was no patient injury.